Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in dwell two of four. Upon removing the tubing set from the cycler, fluid was noticed leaking into the cassette door of the cycler. The origin of the leak could not be identified. Patient had no ill effects. Sample has not been returned to the manufacturer.